Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-02002. It was reported surgical intervention was taken to revise the patient's scs system leads. Reportedly, high impedance on one lead was verified with only unilateral coverage. During the procedure the lead with high impedance was replaced. Effective stimulation therapy was restored, postoperatively.